Event description:
It was reported that the patient had a 9% dose increase on (B)(6) 2014 and the patient became stiff, more spastic the next day. The patient also experienced pain. The patient was brought to the hospital over the weekend and was given oral baclofen; with no noted response. The patient was also reportedly given ativan. It was stated that the patient became loose and had an altered mental status. The healthcare provider (hcp) believed the patient became loose due to the ativan, not the baclofen. The reporter also mentioned that the patient complained of irritation at the pump pocket, on the left side. The hcp was questioning a possible catheter problem and would perform a dye study on the day of the report. It was noted that the logs looked normal and there was no reported alarm. It was also noted that a bolus was given at ¿0830¿. The pump was used to deliver baclofen. It was reported 3 days later that a dye study was performed on the day of the report. It was stated that there was very easy access with immediate aspiration of cerebrospinal fluid (csf). The dye reportedly flowed freely to the thoracic 6 and 7 intrathecal space with no reported leaking. There was no known cause for the change in therapy/symptoms. It was noted that the patient was diagnosed with primary lateral sclerosis (pls) and was barely verbal normally. The patient experienced a headache and pain at the neck, shoulder, and abdomen. The patient also had a slight fever on (B)(6) 2014, but it then resolved. The irritation was noted around the feeding tube, but was stated as not unusual for the patient. It was further stated that the patient had some nausea and spasms on (B)(6) 2014 and the patient became unresponsive. The patient was admitted to the hospital. The patient had a CT scan with contrast on (B)(6) 2014 and the results were unknown, per the patient¿s husband. The reporter stated that patient was back to baseline and was responsive. The patient currently had no spasms, the baseline tone returned, and the slight fever resolved. It was reported 4 days later that the pump delivered lioresal.

Manufacturer narrative:
Product ID 8591-38, lot# d17700, implanted: 2012 (B)(6); product type accessory product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).